Event description:
A customer contacted beckman coulter to report a faint red leak of about 6-10 ml originating from the right side of a coulter lh 780 hematology analyzer near the flowcell. The leak was not contained within the instrument. The customer reported that the instrument did not generate differential results for the samples being run. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed a fluid leak by the flow cell and there were retic r codes while running controls. Fse replaced the sample line at the bottom of the flow cell and later found that the tubing had a sharp twist. The flow cell output was flushed to the differential waste chamber along with the differential waste chamber vent system. No further leaks were observed and fse was able to run controls twice without any r code flags. The cause of the leak is attributed to a sharp bend in the tubing at the bottom of the flowcell. Subsequent recovery of incomplete differential results followed by incomplete retic results, alerted the operator to an instrument problem. (B)(4).